Event description:
As reported on (B)(4) 2011, by the end user, during an evlt procedure of the great saphenous vein, the laser fiber broke approximately 2 inches proximal to where the fiber locks into the tre sheath. This break occurred outside the patient. The physician who was performing the procedure was holding the fiber/sheath assembly at the site of the lock. When the fiber broke, the laser energy was delivered to the site of the break in the fiber and burnt through the physicians glove. Physician completed the case with another new of the same device. There was no harm or injury to the patient or the physician.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).